Event description:
It was reported the patient had a zapping sensation when walking through a retail security system.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0527188v, implanted: (B)(6) 2005, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).